Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an elevate device was implanted to treat "pelvic organ prolapse." Allegedly, the elevate caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering." A concomitant non-ams mesh device was also implanted.